Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Review of manufacturing records for this lot number has been requested.

Event description:
A patient specific implant was removed due to fluid build-up underneath the implant.